Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the material remaining in the device could not be determined and the root cause could not identify. There was no deformation found to the location where the foreign material was detected. The legal manufacturer confirmed reprocessing was conducted in accordance with the instructions for use (IFU). The following is included in the instructions for use (IFU): instructions for cf-xz1200l/I, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for cf-xz1200l/I, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited a foreign object that came out of the nozzle. There were no reports of patient involvement.